Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Patient correspondence states: patient's femur fractured in primary surgery when the alignment tool was being used. The surgeon did not notify him of the fracture, so he tried to rehab on the broken bone and it caused pain which led to them revising it.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.